Manufacturer narrative:
No patient was present at the time of the alleged malfunction. Device lot number is unavailable at time of this report. Device manufacture date is unknown, pending the device lot number. The part has not been rec'd by the manufacturer for evaluation.

Event description:
A medtronic representative reported adjusting the 70 degree curved suction in order to obtain proper calibration. There was no patient present.